Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device evaluation found that the allegation of the 190 series scope having no output, was confirmed. Also, an additional reportable malfunction of the memory light-emitting diode (led) on the front panel not working properly was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "no image with 190 series was found to be due to a faulty circuit board. Also, the memory light emitting diode (led) on front panel not working properly was due to faulty front panel unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image on the monitor with the 190 series scope due to a faulty low-voltage differential signaling printed circuit board; the memory light-emitting diode on the front panel was not working properly due to a faulty front panel unit; the front panel was cracked; dust was found inside the equipment; the internal harness was rusted; there was a heavy dent on the power supply and rear panel; and there was third party paint on the top cover of the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the video system center was not working. The issue was found during maintenance. An olympus field service engineer checked the system and determined the 190 series scope had no output when connected to the video system center. There was no patient involvement.